Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 108 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw open book image on display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.